Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported receiving an alarm on the insulin pump, indicating the force sensor system was compromised. Insulin was reportedly squirting out during the manual prime and customer received an unexpected restart error alarm. The customer's blood glucose was not known. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was protruded and customer did not recall pressing it while connected. The customer stated that the insulin pump had not been stored or not in use for an extended period of time and the unexpected restart alarm did not occur following a battery change. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the self test and error test. No other alarms or settings were deleted. No damage was found on the interface board. The pump was received with a lost sensor alarm due to an alarm that was due to a corrupted history file. Unable to verify the sensor end alarm due to the lost sensor alarm. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.